Event description:
The pt reported that her infusion device power pack died without any type of warning or previous alert. The pt reported that the power pack had only been in use for about 1 week. The pt stated that she was able to insert a new power pack and the device worked correctly. The pt did not experience any blood glucose concerns. No medical attention was required. No product is being returned.

Manufacturer narrative:
Product not returned for eval.